Manufacturer narrative:
The product was returned and evaluated. The reported problem could not be duplicated. Testing was completed without any issue; no problems were found. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A doctor reported a patient underwent abdominal liposuction treatment on (B)(6) 2018. There was no apparent burn during the immediate post-op period. About two days later the doctor noticed the patient had sustained what seemed to be a first degree burn about 3x3 cm in size. A follow up was made three days later and the burn area had extended. It was also reported the patient had blisters. A photo provided by the doctor showed visible skin burn and crust. The doctor took steps to mitigate skin loss. Patient was treated with nitro b.i.d and silver oil. Patient was referred to wound care clinic and will need limited debridement.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Service and engineering evaluation of returned device found it was working within specifications. No device problems found. Vaserlipo technology is benign on tissue and focuses on fat disruption. It is unknown what caused this event as evaluation confirmed proper system performance. After report of this event, solta sales representative visited the clinic and reeducated the physician on technique and training principles. No other adverse events have been reported since this follow up from the site. Based on all information, no causal factors can be determined and no conclusion can be drawn.